Event description:
Removed stem. No complaint stated for this product.

Manufacturer narrative:
Investigation is not complete. Product will be returned by hospital. Trends will be evaluated. This report will be updated when the investigation is complete. This event took place in another country. This is the same event as 1043534-2009-00240, 00242.